Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited high pacing impedance. The pacemaker was not used and replaced. The patient was stable throughout the procedure.